Event description:
It was reported that the respiratory rate sensor was being oversensed on the right atrial (ra) lead channel. Intermittent jumpy pace impedances were also observed. The lead and device were ultimately removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 ra spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Additional information indicated that device evaluation was completed.